Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned in a 50:50 position, however, during deployment the valve shifted and landed 20:80 aortic/ventricular. Per report, the native aortic valve leaflets obstructed the outflow of the sapien xt valve and created severe central aortic insufficiency (ai). The decision was made to deploy a second valve. The second 26mm sapien xt valve was deployed 50:50 in relation to the distal edge of the first sapien xt valve, resulting in zero ai and zero pvl. The patient was noted to have been stable at the conclusion of the procedure. The native annulus measured 23mm by tee and 23mm by CT. The native annulus was mildly calcified, the leaflets were moderately calcified and the aortic root was mildly calcified. The coaxial alignment of the delivery system and valve was reported as good. The malposition was attributed to excessive cardiac motion. It was discussed that although 1:1 capture was achieved during valve deployment, there was still significant motion during deployment of the valve.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and valve regurgitation requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the malposition was attributed to excessive cardiac motion. It was discussed that although 1:1 capture was achieved during valve deployment, there was still significant motion during deployment of the valve. The severe central ai was attributed to the obstruction of outflow that was caused by the native aortic leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.